Event description:
It was reported that the patient heard the device beeping. Last february, the battery status was at 17%. The patient will come into the clinic for a follow-up. There were no adverse patient effects. The device remains implanted.